Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that no priming bolus was performed when the pump was replaced. The pump was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported that the hcp was sure a bolus was given; however, could not identify what kind of bolus. It was noted that with the new implant they changed the pump connecting part of the catheter system; therefore, it was noted, they had either aspirated liquor or programmed a bolus.